Event description:
It was reported that a lead replacement was required and the explant was planned for 2013 (B)(6). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v340505, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins was functionally okay and had insignificant anomalies. Analysis of the lead ((B)(4)) found that the number 0, 1 and 2 conductors were broken in this location, 4.6 cm from the distal end, and the breaks occurred at the proximal side of the most proximal tine. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that regarding the reason for the planned lead explant, it was noted: "high impedance on lead >4000". Regarding were any diagnostics/actions taken, on what dates and what were the results, it was noted: "at office unknown date, at or on surgery date". Regarding the patient outcome following the procedure, it was noted: "no known".